Event description:
Event became reportable based on analysis approved on 06/30/2008. It was reported that during an unspecified procedure, crossing difficulties were encountered. The severely calcified lesion being treated was located in the first diagonal (d1) branch of the severely tortuous left anterior descending (lad) artery. It was reported that the lesion had a 9% stenosis and pre-dilation was done with an unspecified device. The 3.0 x 16mm taxus liberte stent delivery system was introduced via the femoral access site. Significant resistance was encountered and the device was unable to cross the lesion. It is unknown how the procedure was completed. No patient injury or complications were reported. The patient's condition was reported as "good". Returned product analysis revealed stent damage.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual and microscopic examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. The balloon and tip sections of the returned device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the reported complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context due to anatomical/procedural factors encountered during the procedure that limited the device performance.